Manufacturer narrative:
Concomitant product(s): product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.